Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior tear requiring a vitrectomy in the right eye during laser assisted cataract surgery. It was noted that the patients pupils came down in between laser treatment and the surgery. Due to the pupils coming down, the surgeon was not sure what caused the tear. No additional information available.